Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that during a replacement of the device, the internal bolster detached from the device. The bolster was successfully removed from the patient using an endoscope. The device had been in place for approximately six months. There were no additional adverse affects reported.